Event description:
It was reported that there was a coupling problem. About two weeks prior, the device started protruding and then it had since gone ¿back in.¿ this could have been from stretching. It was noted that the patient had a hysterectomy and cancer in her uterus so she hadn¿t charged for about 6 weeks. Initially, the patient had no coupling boxes. After using the antenna locate feature, the patient was able to get all 8 coupling boxes. It was advised to the patient that she was going to need to charge before she could turn stimulation on. The patient had not used stimulation because of her other health issues but now she was having pain and wanted to use the therapy again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B )(4), implanted: (B)(6) 2013, product type: lead. (B)(4).